Event description:
It was reported that during the implant procedure the physician attempted to "torque down" the ventricular lead in the ventricular port of the device when it was noted that the set screw was not turning. It was further reported that when the torque wrench was pulled out the set screw was attached to the end of the torque wrench. The device was not used and was replaced with a new device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. It was noted the set screw was missing.